Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "instruments, which have experienced extensive use or excessive force, are susceptible to fracture."

Event description:
It was reported that patient underwent an intramedullary nailing procedure of the tibia on (B)(6) 2014. During the procedure, the reamer fractured while reaming the tibial canal. The fractured fragment was removed and a different reamer was used to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the product likely failed due to misuse, by instrument being put through excessive force or torsional/bending overload, and/or not inspected for wear and disfigurement and prior to surgery.